Manufacturer narrative:
Additional information: e1, e2, e3, g2 - healthcare provider.

Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported an implantable cardioverter defibrillator (ICD) presented with a bluetooth telemetry anomaly. The device was not used and there was no patient involvement.

Manufacturer narrative:
The reported event of communication anomaly was confirmed in the device image. However, it could not be reproduced in the lab. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The communication anomaly was consistent with environmental conditions and not a device malfunction.